Event description:
It was reported to ventec that the device unexpectedly powered off twice during use. The reporter advised that there were no alarms prior to the device suddenly powering off and that it was plugged in to an ac power source. The patient¿s nurse was present and manually ventilated the patient until the respiratory therapist (rt) arrived at their bedside. The rt then placed the patient back on the ventilator and it powered on without any issues. The patient¿s mother alerted personnel that the device had been intermittently powering off on its own, but no further specifics were available. The patient was eventually placed on a different ventilator for support. There were no reports of harm to the patient, however, the situation required medical intervention in order to prevent permanent impairment/damage to the patient (manual ventilation). Ventec has made multiple attempts to contact the reporter(s) to obtain additional information about the patient, but no response has been received.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: ventec downloaded the device's electronic records for analysis where it was confirmed that it had powered off unexpectedly, both during the event as well as previous to the event (as described by the patient's mother). During the device evaluation ventec was also able to duplicate the reported issue, observing that the device rebooted by itself during testing. Ventec replaced the control board, internal flow transducer (ift) and ift cable to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board, ift and ift cable.